Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted and the reported event cannot be confirmed. DHR was reviewed and no discrepancies were found. Sterilization certificate was reviewed and the device was sterilized in accordance with regulations. This type of event is addressed in package insert and associated risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to infection. During the procedure, all components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.